Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Additionally, the customer alleged that continuous glucose monitor alerts were not declared. Cause of low bg level was unknown. Tandem technical support made multiple attempts to follow up with the customer regarding the reported issue, however no response was received.